Event description:
Customer reportedly received the following results on nano meter, within 10 minutes: 530 mg/dl, 350 mg/dl and 179 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.